Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that the patient received a left temporal cortical wound as a result of this event. On the night following the incident, the patient presented with 2 epileptic seizures requiring the initiation of medication which cannot be attributed with certainty to the incident as the patient has other cortical lesions linked to a meningioma. The procedure was completed successfully without a clinically significant delay. This report is for the second device that failed to disengage.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that the patient received a left temporal cortical wound as a result of this event. On the night following the incident, the patient presented with 2 epileptic seizures requiring the initiation of medication which cannot be attributed with certainty to the incident as the patient has other cortical lesions linked to a meningioma. The procedure was completed successfully without a clinically significant delay. This report is for the second device that failed to disengage.

Manufacturer narrative:
H2: correction - changed to adverse event only, no device problem found. H2: device was evaluated. H6: the quality investigation is complete.